Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the foreign material was found inside the nozzle of the distal end section and foreign material has adhered to the distal cover, could not be identified. Could not specify what the foreign material was, and could not specify the root cause of the remaining foreign material. With the obtained information, it is unknown if the reprocessing has been implemented in line with the IFU; therefore, we could not specify the cause of the remaining foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection¿ describes the methods for detection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had foreign material in the tips of the nozzle and cover. There were no reports of patient involvement.